Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. Sections were left blank as the customer's age and weight is unknown.

Event description:
The customer received a blood glucose reading on a contour next one meter that was 40 mg/dl different, when compared with another meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer declined further information. The meter is not expected to be returned.